Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 150 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2023, the distributor reported the following information: the event date was updated to (B)(6) 2022, as the last day pump was in use and the insulin gauge issue could not be duplicated.